Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision procedure for trunnion failure. Update 17/december/2018: on rep follow-up, the following additional information was provided: trunnion was worn, head disassociated from the stem. Corrosion was noted on the trunnion. Black tissue was noted in the patient. No pseudotumor, ion levels unknown.

Manufacturer narrative:
An event regarding disassociation and corrosion involving an accolade stem that was mated with a metal head was reported. Disassociation was confirmed based on the provided explant photos and medical review. Corrosion was not confirmed. Method & results: -device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photograph provided shows a recently explanted head and stem. The trunnion of the stem appears to be worn/penciled. -medical records received and evaluation: a review of the provided x-ray and photos of the explanted devices by a clinical consultant indicated: rejected for medical review: provided x-ray confirms the disassociated stem and head. Need operative reports, clinical/office notes, histopathology reports, serial x-rays and examination of the explanted components. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusions: a review of the provided medical records by a clinical consultant confirmed the reported disassociation between the metal head and the stem based on the photos and x-ray provided. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision procedure for trunnion failure. Update 17/december/2018: on rep follow-up, the following additional information was provided: trunnion was worn, head disassociated from the stem. Corrosion was noted on the trunnion. Black tissue was noted in the patient. No pseudotumor, ion levels unknown.